Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 7753500, 510k # k082728 and UDI (B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: csm(cervical spondylotic myelopathy) procedure:posterior cervical decompression fusion levels implanted: c3 it was reported that intra-op, the projection part of the mas set screw broke off. The broken part remained in the screw head. No patient complications were reported as a result of event. There no delay in procedure time as a result of event.

Manufacturer narrative:
Product analysis result: visual microscopic visual and microscopic examination did not reveal any cracks, fractures or any evidence that would suggest a defect in manufacturing or processing. No fault found. The implant appears to be capable of performing its intended function. If information is provided in the future, a supplemental report will be issued.